Event description:
(B)(6) day(s) after a pacemaker replacement, pacing failure and high lead impedance were observed in the ventricular channel. According to the report of the physician this issue caused bradycardia with a pause duration of approx 10 seconds. The pt suffers complete a-v block and is 100% pacing dependant at the ventricular side. During the reintervention, the ventricular lead came out from the port with pull test (without unscrewing any setscrew). The ventricular set-screw was subsequently unscrewed, the lead re-inserted into the port and the screwdriver turned until click sound was heard. However, the lead still came out from the port by pull test. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.